Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the fill manifold assembly to be defective. The fse replaced the solenoid driver board and drive manifold, and the unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during a routine check discovered by biomedical engineer , the cs100 intra-aortic balloon pump (iabp) displayed autofill failure . There was no patient involvement reported.